Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: age at time of event: 70 (units not reported). G1: device manufacturer postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connections of the catheter (non-baxter product),titanium adapter and the patient connector of a uv (ultra-violet) flash transfer set. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.